Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she was calling back to perform high pressure test. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 212 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she experienced nausea when the high blood glucose started. The customer performed high pressure test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.